Manufacturer narrative:
Product investigation summary: during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The synframe system allows for a less invasive spine surgery by eliminating hand-held retractors and allowing direct visualization. A minimum of four retractors are utilized, each inserted into a guide rod and locked into place by rotating the blade 90 degrees. The guide rods can then be attached to the holding ring through ring clamps. Each guide rod has a swivel clamp, which can be adjusted on its axis to enlarge the visible operating area. The returned ring clamps were examined and the complaint condition was able to be confirmed in each instance as significant witness marks and worn finishes were noted where the clamps interact with the synframe ring. This damage would potentially inhibit the formation of a strong construct. No definitive root cause was able to be determined; however, the failure mode is consistent with rough handling and/or wear and tear. The relevant drawings for the returned instruments were reviewed (both present revision and from the time of manufacture): top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers; in each instance, no material record reports, non-conformance reports, or complaint-related issues were identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: holding ring (part/lot numbers: unknown / quantity: 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight was not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two synframe ring clamps were sliding on the ring (not holding correctly) during an l5-s1 anterior lumbar interbody and fusion procedure on (B)(6) 2016. The event occurred during the anterior exposure step of the procedure. The ring clamps appeared to be worn out and not were working as expected. The surgeons replaced the synframe ring clamps with different ones from the set and the alternate ring clamps functioned correctly. There was a 10 minute surgical delay due to the time it took to exchange the ring clamps. The procedure was successfully completed with no harm to the patient. This report is 2 of 2 for (B)(4).